Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the mesh eroded causing a urethral vaginal fistula and a stone to form. The patient underwent four additional procedures to date to remove the mesh and repair the fistula. It was reported that additional procedures will be needed. No further information was provided.